Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received analyzer alarms and found qc results were out of range. They repeated ise indirect gen.2 testing for all samples tested overnight and discrepant sodium results were found for one patient sample. The initial result was 163 mmol/l and was reported outside of the laboratory. The repeat result was 145 mmol/l three times. The doctor questioned the result and had the patient redrawn. The result for this sample was 141 mmol/l. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The customer performed ise primes, washes, and calibrations.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.